Event description:
The left (live) monitor was not working. This issue will cause the system to be unusable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair info is not available.